Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 10 times daily and manages her diabetes with novolog insulin (sliding scale). The patient reported the alleged issue began on (B)(6) 2011 at 10:23am. The patient reported blood glucose readings of "99 and 53 mg/dl" with the subject meter, performed within 20 minutes of each other; which did not meet within her blood target range of about "100 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Prior to the start of the alleged issue, the patient stated she was not able to recall when she last tested on the subject meter. At the time the alleged issue began, the patient stated no action was taken regarding her diabetes regimen. The patient confirmed she began to perspire and developed symptoms of blurry vision 15 minutes before the start of the alleged issue; which she associated as low blood sugar symptoms. The patient claimed after she obtained the alleged readings, she did not test on another meter but responded to her symptoms by drinking 4 oz. Of apple juice. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to obtaining the alleged inaccurate results and there is no evidence of delay in treatment. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(B)(6) 2011: the lay user/patient's meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011, the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.